Event description:
A caller reported an issue with the touchscreen responsiveness. There was no reported adverse impact to the customer¿s blood glucose level. The technical support team provided the customer with complete pump reset information, and while the customer indicated they would reset the pump at a convenient time, they declined any further follow-up assistance.